Event description:
It was reported after a da vinci si hysterectomy procedure that the maryland bipolar forceps instrument had cut wires and fragments may have fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical contacted the initial reporter of this complaint. It was indicated that no fragments fell into the patient and there was no harm or injury to the patient. The procedure was completed as planned and the patient has recovered as expected without any post-surgical complications. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.